Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, visible air bubbles were observed coming from a farawave catheter after it was inserted into a faradrive sheath. Aspiration and flushing were attempted without resolving the issue. A mapping catheter had previously been inserted into the sheath without issue. The farawave catheter was replaced with a similar device, the air issue was resolved, and the procedure was completed. No patient complications were reported. The device was discarded and is not expected to be returned.